Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis event was not reported. On an unreported date, the patient was hospitalized for an unknown indication. On an unreported date, while hospitalized, the patient was diagnosed with peritonitis. On an unreported date, the patient was treated with unspecified treatment for peritonitis. On an unreported date, the patient was recovered from the event of peritonitis. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.